Event description:
It was reported that transmitter failed error occurred. On the day of the event the patient stated that she did not receive a warning that the transmitter was defective and was unaware of the problem. The patient experienced a hypoglycemic event and was dizzy, had stomach pain, and was unable to move. An ambulance was called by the daughter and when the paramedics arrived the patient was treated with a dextrose pen. The patient could not remember any values from during the event as she was unwell when it happened. There was no documentation of further medical evaluation or intervention, and it was stated that no healthcare facility was visited. The transmitter was replaced after the event and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.